Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had two insulin pumps that failed. The old insulin pump alarmed compromised force sensor system while their new insulin pump had a blank display. The customer¿s blood glucose level was 210 mg/dl. Troubleshooting was performed for the compromised force sensor system alarm. The customer stated that the drive support cap was sticking out on the old insulin pump. Troubleshooting was performed for blank display and noticed the display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.